Event description:
Primary tubing male luer lock connection was breaking and detaching when connecting to the hub of the microclave female connection port. Issue seen on multiple units. Product removed from inpatient areas supply pyxis machines and replaced with another comparable product. Nurses instructed to remove defective lines and replace on affected patients. House wide notification completed and product replacement occurred. Carefusion smart infusion pumps with modules.